Event description:
It was reported that this right ventricular lead was explanted and replaced. The reason for the lead revision was not reported. Additional information is being requested, but was unavailable at the time of this report.